Event description:
It was reported that the patient, implanted in 1999, had recently started to perceive, randomly, loud banging sounds whilst using the concerned device. These sounds are reportedly so loud and uncomfortable that the patient is unwilling to wear the audio processor. Re-implantation has been recommended.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.